Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blander printed circuit assembly required replacement to address the issue.